Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition to the above the system pca, blower assembly, blower bellow, machine flow sensor, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system pca and blower cap was replaced due to contamination.